Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. Additional devices implanted and involved in this event: (B)(4)/unk and (B)(4)/unk. The lot numbers of the gore devices were not provided. Therefore, a review of the manufacturing records could not be performed and the UDI numbers are not available. The causes of the paraparesis was not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent elective treatment of an acute symptomatic dissection extending from zones 4 to 5. Three conformable gore® tag® thoracic endoprostheses were reportedly implanted from zones 3 to 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 4. It was reported that after the procedure, the patient experienced paraparesis. A spinal drain was reportedly placed to treat spinal ischemia and vasopressors were administered. According to the information provided, the patient was discharged to a rehabilitation facility for paraparesis.